Event description:
It was reported that when using the bd pyxis¿ es server, medication orders were not showing up on multiple pyxis machines. The devices did not display current patient orders; however, they also did not indicate a disconnected network status in healthsiteviewer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not showing up in multiple pyxis machines, a technical support specialist (tss) accessed the server via securelink and restarted the external messaging services and other key services. During this time, hsv reported that patient information was delayed or unavailable for several minutes. The database (db) server was accessed, where random access memory (ram) usage was observed to be extremely high at 96%, and services were manually restarted. It was noted that the server had last been rebooted 19 days prior. The tss confirmed that the successfully processed flag for recent orders was showing true, and recent orders had begun crossing successfully. The customer was contacted and confirmed that order crossover was functioning on their end. The customer was informed that the db server memory had been fully utilized and that restarting the services resolved the issue. A server reboot was recommended to reduce ram usage, and the customer stated that the information technology (it) team would be notified. The system functioned as intended after the technical support specialist troubleshot the device.